Manufacturer narrative:
We do not use therapy dates. As a result, today's date was used. Upon completion of the investigation, a follow up report will be filed.

Event description:
The sales rep reported that the surgeon was having elevated icp readings after the microsensor was implanted, despite the icp monitor showing a reading in the teens. As a result, the doctor decided to perform a craniotomy after showing clinical signs of elevated icp and revise the device.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: cosmetic lifting of sealant at sensor. Minor bends along catheter body. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Mfg. Date: 12/22/12. Based on the above evaluation, supplier was unable to confirm the complaint. In addition to returning the microsensor, the customer also returned the icp express box as well as the cable. During the investigation of the icp express box it was found that there was electrical damage to the digital board, the battery was weak and would not hold a charge as well as a missing ac cord. Based on the investigation it appears that the icp express may have contributed to the problem reported by the customer. This however could not be confirmed. As a result an initial medwatch report is going to be filed on the icp express box based on the investigation. The medwatch number is 1226348-2013-24967. No further action is required at this time. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.